Manufacturer narrative:
Device eval summary: device eval of charger/modem would not power on. Upon investigation, the flash memory programming was corrupt on flash components u102 and u105. The cause of the power failure is the corrupt programming. The root cause of the corrupt programming cannot be positively identified. No adverse event resulted from the defective charger/modem. The last pt to use the battery charger/modem did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing charger/modem sn (B)(4), the charger/modem would not power on. The last pt to use this charger/modem did not report any deficiencies.